Event description:
It was reported that this pacemaker was explanted due to an unknown issue. A new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to be returned to boston scientific for analysis.

Event description:
It was reported that this pacemaker was explanted due to an unknown issue. A new device was successfully implanted. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected.